Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk. The insulin pump had a missing end cap sticker.

Event description:
It was reported that the customer's insulin pump had a constant error alarm during the manual prime. It was stated that the customer was not changing the infusion set and reservoir every two or three days. No further info was provided.